Event description:
Customer reported pump over infusing. Patient was scheduled to receive medication for a period of 2.5 hours. Patient received medication in 2.25 hours. No additional patient information is available at this time. No patient injury has been reported at this time.